Event description:
Md appied fixator to treat a distal radius fractured. It was subsequently noted that the proximal ball joint and distal screw clamp had loosened. These were retightened in the md's office. There was no injury to the pt.